Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: white particles were observed on the shell. Creases are observed. Wear abrasion is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Physician reported a right side capsular contracture, baker grade IV, and seroma-late diagnosed by ultrasound. Biopsy performed. The device has been explanted.

Manufacturer narrative:
F2201- biopsy, ff2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Physician reported a right side capsular contracture, baker grade IV, and seroma-late diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported a right side capsular contracture, baker grade IV, and seroma-late diagnosed by ultrasound. The device has been explanted.

Event description:
Physician reported a right side capsular contracture, baker grade IV, and seroma-late diagnosed by ultrasound. Biopsy performed. The device has been explanted.